Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case # mw5059659) in united states on 15-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. She reported that almost immediately she experienced multiple health issues; the worse of which was in 2015: severe abdominal pain and heavy bleeding. Upon testing, it was determined that her fallopian tube were swollen and infected due to the blockage by essure. She reported (B)(6) 2015 as explant device date. Concomitant medication reported: lisinopril, lexapro and dexilant. The consumer mentioned the event outcome hospitalization but did not specify for one of the events. Follow-up received on 13-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, ee were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later she had heavy bleeding. Upon testing, it was found her fallopian tube was infected. An essure explant date was provided in her report. These events are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. In this case, the infection was reported 3 years after essure placement. This weak temporal relationship suggests the event was not directly related to essure procedure. However; considering essure has a mechanical action into the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert in the reported infection cannot be totally ruled out. The reported bleeding was considered as related to essure based on product safety profile and event's nature. This case was regarded as incident, due to the serious injury reported (salpingitis) and since device removal was implied in consumer's report (essure explant date provided). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. No follow-up will be possible due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.